Event description:
The customer reported that "smoke/haze" was coming from the system. There were no physical complaints reported. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment evaluated at customer site. The fse repaired the oil mist filter housing. The fse tested the unit and found it operating to mfg specifications. This issue has been addressed with a customer letter related to correction & removal.